Manufacturer narrative:
Report required by FDA for eua. (B)(4).

Event description:
User reported false positive result. Negative on alternative test from pharmacy two days later. Asymptomatic, fully vaccinated.